Manufacturer narrative:
(B)(4). Date sent: 10\26\2021. Additional information was requested, and the following was obtained: has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures? Yes. A stent for dilation. Are pictures or videos available? Yes, I have to ask for. Where were the eroded beads positioned? At 13:00h. What is the current condition of the patient? Good, no problems. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes additional a biopsy to exclude the eosinophile oesophagitis. If yes, could you please share the results? I have to ask for anomizid reports. When using the linx sizing device what technique was used to determine the size? Yes. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No how severe was the dysphagia/odynophagia before intervention? Patient had a dysphagia, unknown how strong. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes little hernia. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the additional information it states: ¿are pictures or videos available? Yes, I have to ask for¿. Please send the pictures/videos to (B)(6). ¿if yes, could you please share the results? I have to ask for anomizid reports¿. Please send the report to (B)(6). Answer: the user is unwilling to provide further information to j&j as dr. (B)(6) will contact bfam directly on monday, (B)(6) to discuss the situation of the discuss the situation of the explantation, i.e. Needed pictures, reports etc will be shared directly with bfam.

Manufacturer narrative:
(B)(4). Date sent: 11/3/2021. Additional information received: as reported before, the device explanation was not related to a device malfunction. It was possible to remove the implant safely laparoscopically, endoscopically safeguarded by the gastroenterologist. The explant was complete, all beads were present. Causal for the intraluminal erosion of two beads was the stent, that had been positioned endoscopically, because the patient experienced dysphagia. Because of the stent, erosion of the linx device occurred through friction at the rear of the esophagus. The patient is well after the explanation.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2021. The DHR for lot 21855 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? Where were the eroded beads positioned? What is the current condition of the patient? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant?

Event description:
It was reported that symptoms: dysphagia and vomiting 3 months after implant, placement of extension stent at 4 months. Passage of the stent into the cardia, thereby causing contact erosion of 2 beets intraluminar. Doi: (B)(6) 2020. Doe: (B)(6) 2021 because of eosinophilic esophagitis. Explant laparoscopically with simultaneous endoscopy. Blue sample for tightness testing after complete removal of device. No subsequent finding sites. Removal of the stent by gastric incision and transverse closure with endocutter.